Event description:
It was reported that, during a surgical procedure involving electrocautery, this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate shock therapy despite a magnet reportedly being in place. Technical services (ts) assessed that the magnet may have shifted during the procedure, allowing therapy delivery. Ts recommendations included ensuring proper magnet positioning throughout procedures involving cautery and performing a post-procedure device interrogation. No additional adverse patient effects were reported. This ICD remains in service.